Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that the sensor gave inaccurate values on (B)(6) 2013. The device read low but the finger stick value was 127. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.